Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an MRI scheduled for (B)(6) 2014. They were doing an MRI of the patient¿s complete spine because her back had been giving out and she had been falling, so they wanted to check if there could be a granuloma. The device system was implanted to treat the patient¿s back pain. The drug being delivering via the device system was not reported. Additional information has been requested, but it was not available as of the date of this report.